Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): failure to follow steps/instructions - per instructions for use: under warnings - perform a femoral angiogram to verify the location of the puncture site. Evaluation summary: visual and functional inspections were performed on the returned device. The reported needle to cuff miss was not confirmed as all of the device components were not returned. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement with a proglide device was attempted in the left common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 8fr. Reportedly, a cuff miss occurred. Two additional proglide devices were used for successful suture placement using the preclose technique. Hemostasis was achieved using the pre-placed sutures from proglide devices. There was no reported adverse patient sequela. A femoral angiogram was not taken. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.